Manufacturer narrative:
This report is for unknown synthes universal spinal system (uss)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: sanderson, p. Et al (1999), short segment fixation of thoracolumbar burst fractures without fusion, european spine journal, vol. 8, pages 495-500 (australia). This is a retrospective review of 24 consecutive patients who had short segment pedicle screw fixation of thoracolumbar burst fractures without fusion performed between 1990 and 1993. During a 3-year period from 1990 to 1993, a total of 24 patients (16 male and 8 female) with a mean age at the time of injury was 33.1 were entered into the study. These patients were treated with short segment fixation without fusion using pedicle screws, plates and rods. Only 3 patients were treated with an unknown synthes ao universal spinal system. Postoperatively the patients were managed with bed rest until they regained trunk control, and they were then allowed to mobilise without the use of any external support. Implants were routinely removed at 6 to 12 months following surgery, except in four patients, who declined. The mean duration of follow-up was 3.1 years. The following complications were reported as follows: 1 patient needed further corrective surgery following removal of the fixation device when she subsequently developed a kyphos of 42°. Although there was a 15° average improvement of kyphosis post-fixation, loss of correction over time was nearly 8°, resulting in a 7° mean correction of kyphosis. It was also found that some of this loss of correction was due to loss of height of the upper disc spaces. This report is for loss of correction over time which was nearly 8°. This report is for unknown synthes universal spinal system (uss). This report is 2 of 2 for (B)(4).